Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up/down arrow and ok keypad buttons reportedly were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button cover was found to be intact with no evidence of peeling. The keypad buttons were found to be responsive to button presses. The keypad cover was removed; contamination was found under contrast key contact. Unrelated to the complaint, the display screen text was found to be dim, discolored and faded.